Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo his test.". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder disorder/ bladder probs"), urinary tract disorder ("urinary tract disorder/ urinary probs"), fatigue ("fatigue"), migraine ("migraine, headaches") and headache ("headache") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (removal surgery (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, fatigue, weight increased, hormone level abnormal, migraine and headache outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder and weight increased to be related to essure. The reporter commented: patient received treatment for - dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), bladder probs., urinary probs., fatigue, weight gain, hormonal changes, migraine, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Previously reported event "injury to herself" updated to " pelvic pain", events- " abdominal pain, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), bladder disorder/ bladder probs, urinary tract disorder/ urinary probs, fatigue, weight gain, hormonal changes, migraine/headaches, headache, plaintiff did not undergo his test", added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. C96075) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo his test.". The patient's medical history included morbid obesity. Current weight 269 lbs. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), bladder disorder ("bladder disorder/ bladder probs"), urinary tract disorder ("urinary tract disorder/ urinary probs"), fatigue ("fatigue"), depression ("hormonal changes"), migraine ("migraine, headaches"), headache ("headache") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (removal surgery (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, bladder disorder, urinary tract disorder, fatigue, weight increased and depression outcome was unknown and the dysmenorrhoea, dyspareunia, menorrhagia, migraine, headache and vaginal haemorrhage was resolving. The reporter considered abdominal pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for - dysmennorhea (cramping), dyspareunia (painful sexual intercourse), pelvic/abdominal, menorrhagia (heavy menstrual bleeding), bladder probs., urinary probs., fatigue, weight gain, hormonal changes, migraine, headaches diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 51.4 kg/sqm. Most recent follow-up information incorporated above includes: on 27-sep-2019: pfs was received. Lot number was added. New events abnormal bleeding (vaginal) and previously added hormonal changes was updated to depression. Event outcome was added. Patient demographic details were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.